Event description:
It was confirmed that the patient's doctor felt the sensation was not related to the device. He thought it was related to her back and a previous injury or sensation she had felt years prior. The patient was doing well and was not experiencing the pain. No diagnostics were required.

Manufacturer narrative:
Lead model 3093-28, lot # v552336, implanted: (B)(6) 2012, explanted: na.

Event description:
It was reported that the patient experienced a burning pain that spread across her buttocks to her coccyx, to her rectum and then down her legs after reaching across a table. The patient then felt numbness in her legs that made it difficult to walk. She turned off her stimulation and the numbness subsided approximately 30 minutes later. It was unknown if the patient had turned stimulation back on. It was noted that the patient experienced one other event like that 4-5 years prior, but the leg numbness did not last as long. Additional information has been requested, but was not available as of the date of this report.